Event description:
Information received by medtronic indicated that insulin pump had crack at near battery insertion. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version: unknown retainer ring=black. The pump was returned for cosmetic damage located at the back of pump(crack) found on (B)(6) 2022. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1/pcba 2/force sensor/motor].test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, serial number label missing, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Cosmetic damage was confirmed where cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side was noted. Blank display was confirmed during analysis due to severe moisture damage on the [pcba 1/pcba 2] boards.